Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when moving the console after surgery, the console powered off on its own. It was also reported that the footswitch cable was twisted and was replaced.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company representative was not able to confirm or replicate the reported 'unit powering off issue.' However, they were able to confirm the reported ¿twisted footswitch cable.' The company representative replaced the footswitch cable to address the issue. The system was then found to meet specification. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications, related to the reported ¿unit powering off.' As such, the root cause of the (above-mentioned) reported event, could not be determined conclusively. The reported ¿twisted footswitch cable¿ was confirmed. How or why this non-conformance occurred, could not be conclusively identified. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).